Event description:
"Lgbp" procedure dlu fell off inside patient during surgery; retrieved with a long kelly. Evidently scrub did not place it on properly, although it was lined up and a click was heard by all. Dlu was discarded and a new one used along with the anvil from 1st dlu pursestringed to the stomach. Firing was successful and complete.